Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 558 mg/dl. The customer felt hot and nauseous. The drive support cap was normal and recessed. The customer noted that the infusion set cannula had been bent when the issue first began. She found no air bubbles and no leaks, and the insulin did exit with a manual prime. The insulin pump passed the self test. She was advised to follow up with a health care professional to determine the cause of the high blood glucose. The insulin pump was not replaced or returned.